Event description:
A customer reported an issue with their freestyle flash blood glucose monitor. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
(B)(4). During the course of investigation, the memory overwrite was observed. Customers and retailers have been informed through the adc fa16may2006 letter.